Event description:
The consumer stood on the pull out step and allegedly fell and broke their hip.

Manufacturer narrative:
MFR received info that a pt did not realize they were standing on the step of the chair instead of the floor. User allegedly fell and broke their hip. No history to suggests a product problem. Nature of complaint suggests a user error. MDR filed based on alleged broken hip.